Manufacturer narrative:
Based on the current information provided, the root cause of the intraoperative complication was due to a third-party stapler instrument. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted by regulatory post market surveillance (rpms) analyst. Investigation revealed that there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. There is no additional follow-up required as the reported issue was secondary to a third-party stapler product and not an isi product. This complaint is considered a reportable event due to the following conclusion: it was reported that during a lobectomy procedure, when approaching with echelon 60 from the 12 mm port, the angle did not match, and a hole was made in the lung parenchyma and the patient experienced "heavy bleeding". As a result, the procedure was converted to a thoracotomy. After the conversion, the bleeding was controlled, and the procedure was completed without any further issues.

Event description:
It was reported that during a lobectomy procedure, when approaching with echelon 60 from the 12 mm port, the angle did not match, and a hole was made in the lung parenchyma and the patient experienced "heavy bleeding¿. As a result of heavy bleeding, the chest was opened, and the procedure was converted to a thoracotomy. After the conversion, the bleeding was controlled, and the procedure was completed without any further issues. The surgeon had stated that the issue was unrelated to a da vinci product. The investigation confirmed that the intra-operative complication event caused by use error was not related to an isi product, and that it was related to a third-party stapler instrument instead.